Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: rp smart assist system with automated impella controller & rp flex with smart assist system with automated impella controller section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ rp flex with smart assist system with automated impella controller section: warnings & cautions: warnings ¿do not advance or withdraw the impella rp flex with smartassist system catheter against resistance without using fluoroscopy to determine the cause of the resistance. Doing so could result in separation of the catheter or guidewire tip, damage to the catheter or vessel, or perforation.¿ section: warnings & cautions: warnings section: pre-support evaluation section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torqueing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was to be implanted with an impella rp device for mechanical circulatory support. The impella rp placement was aborted due to the impella rp being unable to pass through the introducer. The physician arranged venoarterial extracorporeal membrane oxygenation for the patient who was transported to another user facility.

Manufacturer narrative:
The investigation for delivery issue has been completed. The impella device was not returned for evaluation. The root cause of the delivery issue was most likely delivery issue since they were unable to advance rp into the sheath. F6/f8-should have been left blank in the initial report. G1 reporting contact fax number missing.